Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high, out-of-range shocking lead impedance (sli) measurements were recorded on this implantable cardioverter defibrillator (ICD). The associated lead is a subcutaneous (sq) array from another manufacturer. It was noted that the proximal coil of the sq was not connected to the device. The patient declined to come into the clinic so the caller requested review of patient remote monitoring data for troubleshooting purposes. Boston scientific technical services (ts) reviewed patient data and discussed that the sli is regularly spiking out of range. Engineering analysis of data identified the affected configuration. Ts discussed that the impedance spikes may be due to under insertion in the proximal port and recommended an in-clinic check. No adverse patient effects were reported. Remains in service.

Event description:
It was reported that a revision procedure was performed for this non bsc right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) as the high-voltage setscrew was found to be loose, showing high, out of range shock impedances. The screw was tightened, and defibrillation threshold testing was successfully conducted with resulting shock impedance measurements within normal limits. The patient will continue to be monitored. Several years later a new alert was triggered for this rv lead as it showed high, out of range pacing impedances intermittently. For this lead the rate/sense portion is still in use but the defribrillatin section is surgically abandoned. A possible spring contact behavior was discussed. Also, turning on yellow alert for non sustained ventricular tachycardia out of precaution was recommended, as well as also ruling out lead integrity concerns with in-office testing/isometrics if desired. The lead and the ICD remain in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a revision procedure was performed for this non bsc right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) as the high-voltage setscrew was found to be loose, showing high, out of range shock impedances. The screw was tightened, and defibrillation threshold testing was successfully conducted with resulting shock impedance measurements within normal limits. The patient will continue to be monitored. Several years later a new alert was triggered for this rv lead as it showed high, out of range pacing impedances intermittently. For this lead the rate/sense portion is still in use but the defribrillatin section is surgically abandoned. A possible spring contact behavior was discussed. Also, turning on yellow alert for non-sustained ventricular tachycardia out of precaution was recommended, as well as also ruling out lead integrity concerns with in-office testing/isometrics if desired. The lead and the ICD remain in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that a revision procedure was performed and the high-voltage setscrew was found to be loose. The screw was tightened and defibrillation threshold (dft) testing was successfully conducted with resulting impedance measurements within normal limits. The patient will continue to be monitored. No additional adverse patient effects were reported.